Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation at 2 to 3 atm for 1 to 3 seconds. Furthermore, a pinhole was noted. The device was removed without any problem using the normal method and the procedure was completed with a different device. There was no patient complications and the patient was in good condition after the procedure.